Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was reported that the pt was hospitalized prior to death for abdominal pain and elevated troponin levels (cause not reported). The source of the abdominal pain was unknown. Treatment was not reported. Pd therapy was on-going until the time of death. It was unknown if the pt had been using the cycler (hc) during their hospitalization or if they were connected to the hc device at the time of death. It was unknown if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4): pd therapy was reported to be ongoing at the time of patient death. Should additional relevant information become available, a supplemental report will be submitted.